Manufacturer narrative:
The renaissance system (B)(4) is a reusable system is used with its applicable disposable accessories i.e., skull screw. This report was initially submitted on (B)(6) 2017 via (B)(6) website by accedent.

Event description:
A complaint was received on (B)(6) 2017, (the event was on (B)(6) 2017 from (B)(6) university (USA) describing a dbs electrode placement surgery that was prolonged by over an hour. The prolongation stemmed from the breakage of 2 (out of 3) skull screws used to fixate the platform of the brain rbt base. The broken screws tips were removed by the surgeon and supplementary skull screws were inserted into the dedicated holes in the platform to stabilize it. The patient was sent for a registration CT scan and the surgery continued as planned.

Event description:
A complaint was received on november 11, 2017 (the event was on (B)(6) 2017) from stanford university (USA) describing a dbs electrode placement surgery that was prolonged by over an hour. The prolongation stemmed from the breakage of 2 (out of 3) skull screws used to fixate the platform of the brain rbt base. The broken screws tips were removed by the surgeon and supplementary skull screws were inserted into the dedicated holes in the platform to stabilize it. The patient was sent to registration CT scan and the surgery continued as planned.

Manufacturer narrative:
This MDR was perviously submitted as an adverse event. An internal clinical reassessemnt has concluded that this event should have been reported as product problem/device malfunction. This is a correction to the previously submitted report.

Event description:
A complaint was received on (B)(6) 2017 (the event was on november 10, 2017) from stanford university (USA) describing a dbs electrode placement surgery that was prolonged by over an hour. The prolongation stemmed from the breakage of 2 (out of 3) skull screws used to fixate the platform of the brain rbt base. The broken screws tips were removed by the surgeon and supplementary skull screws were inserted into the dedicated holes in the platform to stabilize it. The patient was sent to registration CT scan and the surgery continued as planned.

Manufacturer narrative:
B1 - this MDR was perviously submitted as an adverse event. An internal clinical reassessemnt has concluded that this event should have been reported as product problem/device malfunction. This is a correction to the previously submitted report. H2 - report resubmitted per the request of the FDA. Supplemental regulatory report was sent on-time inadvertently under the incorrect follow-up number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See initial report 3005075696-2017-00009.